Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk, cracked display window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube and missing end cap sticker. Insulin pump unable to prime during the prime test due to protruded and loose drive support disk. No prime alarm noted.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime. It was noted that the piston continues to move forward after it makes contact with the reservoir and insulin squirts out. Customer's blood glucose reading at the time of the call was 263 mg/dl. No further information reported.